Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, two green reloads misfired during the firing, the surgeon able to press the green button and squeeze the handle, the knife advance and cut the tissue but the firing stopped after the first squeeze and could not continue and there was some open staples around on the stomach. To resolve the issue the item were replaced. There was no patient injury.